Event description:
During use, AED provided prompts indicating pad placement issues. Responders replaced pads 2 times (6 shocks were delivered). Responders had no additional adult pads, so in 3rd attempt attached pediatric pads to patient. (B) (4).

Manufacturer narrative:
Internal device memory (ECG record) reviewed. Conclusions: this report is being filed as it cannot be conclusively stated that recurrence would not lead to a delay of therapy.